Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling a cartridge. A cartridge and syringe change was performed to address the issue. There was no reported adverse impact to the customer's blood glucose level.